Manufacturer narrative:
A2: age at time of event: patient in his 40s

Event description:
It was reported that the patient experienced complications and was hospitalized. Obsidio was selected for hemorrhoidal artery embolization of the bilateral superior and middle rectal arteries in all 4-5 branches. The size of the vessels were less than 3mm. The physician described variable feel of delivering obsidio in each of the arteries using the aliquot technique. The patient experienced a moderate amount of pain one day post procedure. Two days post procedure, the patient experienced improved pain and the patient returned to work. Four weeks post procedure, the patient was admitted to the hospital with increased rectal pain and minimal bleeding. The patient developed rectal ischemia in the same location the obsidio was placed. The patient underwent proctoscopy which revealed focal ulceration in the rectum without perforation. Obsidio was also observed proximal to the target lesion. Endoscopic clipping was performed. The patient status is stable. The patient was discharged the next day and has recovered.

Manufacturer narrative:
A2: age at time of event: patient in his 40s. D4: unique identifier (UDI) #: updated from (B)(4) to (B)(4). H6: evaluation conclusion codes (1): updated from cmc-no problem detected to unintended use error caused or contributed to event.

Event description:
It was reported that the patient experienced complications and was hospitalized. Obsidio was selected for hemorrhoidal artery embolization of the bilateral superior and middle rectal arteries in all 4-5 branches. The size of the vessels were less than 3mm. The physician described variable feel of delivering obsidio in each of the arteries using the aliquot technique. The patient experienced a moderate amount of pain one day post procedure. Two days post procedure, the patient experienced improved pain and the patient returned to work. Four weeks post procedure, the patient was admitted to the hospital with increased rectal pain and minimal bleeding. The patient developed rectal ischemia in the same location the obsidio was placed. The patient underwent proctoscopy which revealed focal ulceration in the rectum without perforation. Obsidio was also observed proximal to the target lesion. Endoscopic clipping was performed. The patient status is stable. The patient was discharged the next day and has recovered.

Manufacturer narrative:
A2: age at time of event: patient in his 40s. D4: unique identifier (UDI) #: updated from (B)(4) to (B)(4). H6: evaluation conclusion codes (1): updated from cmc-no problem detected to unintended use error caused or contributed to event.

Event description:
It was reported that the patient experienced complications and was hospitalized. Obsidio was selected for hemorrhoidal artery embolization of the bilateral superior and middle rectal arteries in all 4-5 branches. The size of the vessels were less than 3mm. The physician described variable feel of delivering obsidio in each of the arteries using the aliquot technique. The patient experienced a moderate amount of pain one day post procedure. Two days post procedure, the patient experienced improved pain and the patient returned to work. Four weeks post procedure, the patient was admitted to the hospital with increased rectal pain and minimal bleeding. The patient developed rectal ischemia in the same location the obsidio was placed. The patient underwent proctoscopy which revealed focal ulceration in the rectum without perforation. Obsidio was also observed proximal to the target lesion. Endoscopic clipping was performed. The patient status is stable. The patient was discharged the next day and has recovered. It was further reported that approximately 7 months post procedure, the patient presented with symptoms of worsening rectal pain. The patient underwent a colonoscopy which demonstrated multiple ischemic strictures in the rectum along with diffuse black discoloration throughout the region. The black discoloration was thought to represent the color of obsidio staining the lumen. The patient is being referred to a specialist for additional intervention.